Event description:
On 6/17/2025, a sales representative reported via phone that an ar-8916vnl-03 volar distal radius plate and an ar-8916vnc-18 screw had an issue during a distal radius fracture procedure on (B)(6) 2025. When the surgeon was inserting the screw, using a handriver, he felt like the screw was not working correctly, and noticed that the screw went though the plate during insertion. The surgeon removed the screw and the plate from the patient. Nothing broke inside the patient, and there was no harm. An x-ray was taken, and the complaint devices were available for return. Another ar-8916vnl-03 volar distal radius plate and an ar-8916vnc-18 screw with the same lot numbers were used to complete the procedure successfully. The case was slightly delayed by under 15 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8916vsr-05 volar distal radius plate, batch 15015685, was received for evaluation. Visual inspection revealed surface damage to both the body and threads of the device, likely resulting from the implantation and explantation process. Measurement of the critical dimensions of the ar-8916vnc-18 screw was found to be within the specifications of drawing c8058. Functional testing was conducted by securing the screw to the plate. However, when excess force was applied, the screws were pushed through the holes, consistent with the findings observed with the patient's x-ray. The most likely cause of the reported failure is user error, specifically the application of excessive force. The complaint allegation is confirmed. Refer to the investigation photos.